Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly. The customer reported hypoglycemia treated with emergency medical services/ambulance/emergency room visit. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported low blood glucoses. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. "Units left" in the pumps status screen was inaccurate. Customer alleges delivery of insulin without input. No further patient complications were reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08785 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 07-oct-2024, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of 07-oct-2024 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 13750 (1.375 u) and dailytotalofbolusinsulindelivered = 352500 (35.25 u) which is equal to the dailytotalofallinsulindelivered = 366250 (36.625 u). All bolus/basal were delivered in auto mode/manual mode. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 1 week prior to the event date of 07-oct-2024, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: (B)(6) 2024 15:55:00.000. (B)(6) 2024 17:06:00.000, (B)(6) 2024 17:16:00.000. (B)(6) 2024 06:10:00.000, (B)(6) /2024 06:20:00.000. Sgcalibrationerror (776) was found on: (B)(6) 2024 14:18:30.000, (B)(6) 2024 15:12:47.000, (B)(6) 2024 15:13:55.000. (B)(6) 2024 15:15:18.000, (B)(6) 2024 15:15:49.000. (B)(6) 2024 22:38:03.000. (B)(6) 2024 23:42:47.000. Sensorerroralert (801) was found on: (B)(6) 2024 15:17:08.000. Lostsensor2alert (781) was found on: (B)(6) 2024 17:36:00.000. (B)(6) /2024 06:37:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sg calibration error, sensor error alert or unexpected sensor errors or anomalies were noted during testing. Multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2024 during bolus deliveries. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Per r&d software engineer mark freger, the frequent boluses (every 1 min as per statement) were delivered by keypresses ( I assume user activities). Pump behaved as expected (see attached r&d analysis). The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.06 mv). The pump was received without a battery. The pump was received without a battery cap. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: reservoir was showing the same amount of insulin as shown on the status screen. On (B)(6) 2024, medtronic received information from clinical services that the spouse found the customer unconscious on the floor earlier that morning. Leading up to the event, the customer was asleep. Emergency medical services was dispatched to the customer's home at 4 am. The customer was in the emergency room for less than 24 hours due to low blood glucose. Blood glucose reading at the time of event was unknown. It was alleged that the insulin pump over delivered since there was consistent delivery every minute. Troubleshooting was completed. The customer was using the insulin pump within 48 hours prior to reported event. It was reported that the smartguard feature was active at the time of incident.